Event description:
Lead was repositioned due to dislodgement and remains implanted. On (B)(6) 2026 the lead revision was performed. At the revision procedure it was observed a detached stitch point suture.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.